Event description:
Caller reported a malfunction on the pump, which caused the customer's blood glucose level to rise to 505 mg/dl. Customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi). Technical support provided pump reset information and assisted in resetting the pump, after which no malfunction code recurred, allowing the customer to continue using the pump.